Event description:
The customer reported that there was no image on the camera control unit. There was no patient injury reported.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.